Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed, all operating currents tested with in the specification range and passed off no power test. The device was monitored and tested with no low battery alert less than one week noted. The device passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. The device had cracked reservoir tube lip and cracked on display window noted. (B)(4).

Event description:
Customer reported via phone call, reported she was having battery issues with the insulin pump. Customer inserted a new battery last night and today the device alarmed low battery. Customer's blood glucose was 204 mg/dl. Troubleshooting was performed and customer was advised the device need to be replaced. Customer then stated she sometimes experiences high blood glucose over 400 mg/dl. No troubleshooting was performed for high blood glucose. Customer agreed to return the device for analysis.